Event description:
The following has been reported: rn noticed heparin infusing at 700ml/hr. Should have been 700units/hr. Customer stated this was likely caused by user misprogramming pump. Waiting for confirmation of no patient harm and if report of issue stopping active infusion. Biomed reported: no patient harm. The infusion was stopped by the nurse. No further data. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Per the preliminary assessment, no issues were found during the log file review. The log files were also reviewed by the sw team and showed that the infusion was initially programmed to infuse 1000ml/hr, then changed to 700ml/hr. The infusion was not programmed to 700units/hr as specified in the description of event, therefore this issue may have been an operator setup issue.